Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, an (B)(6) -year-old female child patient's infusion set's tubing detached/broken at the site connector prior to insertion, and she had painful insertion/pain at the site. Therefore, her blood glucose level was less than 400 mg/dl at the time of the event. They tried to treat it with correction bolus via pump. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.